Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a dissection in the thoracic aorta and a thoracic aortic aneurysm. Pt had a previous coronary to subclavian bypass, and another MFR's stent graft was implanted in five years ago for a type b dissection. The proximal aorta was 40 mm in diameter, and the aortic arch was 46 mm in diameter. The pt presented with type I and type ii endoleaks from the other MFR's stent graft. Another MFR's stent graft was put into the left subclavian and extended down the aorta in a snorkel shape. A carotid-carotid bypass was performed along with inserting an amplatz plug in the carotid artery to avoid retrograde flow. A 46 talent stent graft was then placed at the innominate artery. The apex of the stent graft appears compressed against the innominate artery. It was reported during the repair/replacement of the aortic arch, the physician saw that the apex of the talent stent graft had perforated the aorta and caused a retrograde aortic dissection in the ascending aorta. The coronaries were still filling. The physician elected to replace the aortic arch from the aortic root/coronaries to the innominate artery. The repair procedure was completed. It was reported that the pt expired two days later from a brain hemorrhage.

Manufacturer narrative:
(Secondary intervention) - eval results - (death, dissection).